Event description:
It was reported there was a "serious programmer problem" message on the programmer screen. No ethernet card. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported programmer issue; programmer powered up to a system error. Lem (link electronics module) printed circuit board assembly found out of electrical specification. (B)(4).